Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the unites states. This emdr is being submitted for an unknown number quantity. It was reported that patient faced occlusion issue caused by the bent cannula events on (B)(6) 2026. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.